Manufacturer narrative:
(B)(4). Batch # n9314g. Device evaluation: the device was received with no apparent damage and with the upper jaw firmly attached and not detached as reported. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete) there were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the jaws were damaged. It was broken outside of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.